Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump battery was observed to be depleting quickly for the past two months. Reportedly, the battery depleted and the pump shut off multiple times in the night. The customer¿s blood glucose (bg) level was elevated however, no value was provided. The customer charged the pump and delivered a bolus to address the elevated bg level. Multiple follow up attempts were made to complete troubleshooting with the customer. However, no additional information was provided.